Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of handpiece recognition failure could not be reproduced. Control unit did recognize test mdu in both ports but failed for handpiece stall error in port a. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event.

Event description:
It was reported that the dii controller was not recognizing the handpiece. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.